Event description:
It was reported that the fiber broke during a prostate procedure at 58,152 joules and 11:35 minutes of use. No additional information provided. The fiber was exchanged the procedure completed by using the second fiber. There were "no damages to the patient" reported. Gland volume 50 g. Used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #338a; serial #(B)(4): the fiber/glass cap exhibited a circumferential fracture proximal to fiber/cap fusion zone, near the metal cap open end; the glass cap and metal cap were detached and returned; the glass cap exhibited mild devitrification at the output window; the outer flow tubing exhibited signs of melting/torn at the open end location. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. Refers to forward firing of the side firing surgical fiber; a code request has been submitted.